Event description:
It was reported that the patient underwent a gynecological surgical procedure on an unknown date in 1997 and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a mesh removal on (B)(6) 2002 due to right pelvic groin abscess with sling erosion, through the vagina, and drainage of abscess. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.